Event description:
This is a report of a patient death coincident with peritoneal dialysis (pd) therapy on the homechoice (hc). It was reported the patient passed away at home. The cause of death was reported to be cardiac related, the specific cause was unknown. It was reported pd therapy was ongoing at the time of death. It was not reported if an autopsy was performed. Additional information was requested, but is not available.

Manufacturer narrative:
(B)(4). The device was returned and an evaluation was performed to investigate the reported death. A review of the service history record was performed and revealed no failures or problems that were the same as or similar to the reported event. The event history log was reviewed and revealed no programming, malfunction, or iipv events that could have caused or contributed to the death. The device was determined to meet electrical performance specification requirements but failed functional testing due to a low battery and system error alarm. The failed functional testing was determined to be unrelated to the reported event. A simulated therapy was completed with no issues noted and no leaks or abnormal pressures were identified during testing. An internal and external visual inspection revealed no problems related to the patient passing away. Upon conclusion of the investigation, the device was determined to meet specifications related to the reported event. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). An event hsitory log review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.